Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Note: if multiple reports are related to the same complaint or patient add the statement sample below: this is one of two reports (3007042319-2015-03341, and 3007042319-2015-03342) submitted for devices related to the same event .

Event description:
It was reported by the site that the patient came in to the outpatient department with two batteries and reported they were switching. The battery capacity was said to be >25%. It was also said that the switching could not be reproduced. Batteries were evaluated by the vad-technician and exchanged. Batteries were evaluated by the vad-technician and exchanged. There were no effect on the patient and the patient was doing fine the whole time. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Corrected: catalog # (1650de). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving both batteries. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. This is one of two reports (3007042319-2015-03341, and 3007042319-2015-03342) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.